Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had evidence of oversensed noise, high out-of-range impedance measurements and loss of capture (loc). The noise could be recreated with pocket manipulation and isometrics. The lead was reprogrammed from bipolar to unipolar and remains in service. No adverse patient effects were reported.